Event description:
Lfs (B)(4) received the verio pro meter back by the lfs sales rep. It is unknown why the product was sent back . There is no evidence at this time whether a patient exhibited any symptoms or sought any medical attention due to the alleged issue. The complaint is being reported since the product was returned to lfs due to an unspecified issue.

Manufacturer narrative:
The products were returned and both meter and test strips were tested and they both passed testing. Issue was not confirmed.